Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. Any patient involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door not fully latched alarm, which was reproduced. The messages were found to be caused by a failed link switch on the lower auxiliary assembly. The failed lower auxiliary assembly was replaced.